Event description:
On 09/03/2002, the patient's spouse informed the manufacturer's representative of the following: patient went for routine chemo treatment. Patient experienced excruciating pain. X-ray performed, device catheter migrated to artery. Device explanted. Patient does not know name of the user facility right off hand, does not know if user facility saved device.